Manufacturer narrative:
The report ¿unable to set ipg to MRI mode¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed all functional testing and when tested with known good test leads was able to be put into MRI mode without any issues.

Event description:
Related manufacturer reference number: 1627487-2019-09219.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-09219. It was reported the patients lead showed low impedance. As a result surgical intervention was undertaken. During the revision it was discovered the lead was disconnected from the ipg. The entire system was explanted. Surgical intervention addressed the issue.